Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead has high thresholds and pectoral stimulation was noted in magnet mode, but it did not occur during threshold testing starting at the programmed outputs. Follow up information is pending; it is unknown if there was any intervention. The lead remains in use. No patient complications have been reported as a result of this event.